Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1885. - customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. - customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer is not using quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the unit. Unit passed displacement test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 53 alarms were found on 05/05/2024 at12:11:26.000. During download review, pump error 53 alarm confirm in (adapt). File ID=22044 line ID=1. Per r&d investigation it was determine that pump error 53 was generated due to exception on main mcu - suspecting the hw (bum)proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. All connectors were properly plugged in and no moisture damage noted. Problem isolated to electronic assemblies. The following cosmetic damages were noted: cracked keypad overlay, broken belt clip rails, battery tube threads - cracked, cracked case-corner of belt clip rails, stained keypad overlay and scratched case. In conclusion pump error 53 was confirm during download history review. Problem isolated to electronic assembly. Customer concern of cosmetic damage was confirmed during visual inspection when cracked case corner of belt clip rails and broken belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.